Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported applying a new sensor. Later that same day, the cgm began displaying falsely low glucose readings of approximately 50 mg/dl. Upon returning home, the patient performed a fingerstick bg, which measured 577 mg/dl, while the dexcom continued to display 50 mg/dl. The patient attempted to replace the sensor but had already begun experiencing symptoms including shakiness and nausea. The patient also reported developing diabetic ketoacidosis (dka); however, it is uncertain whether this was a self-reported diagnosis or a diagnosis made by a healthcare provider. The patient was able to contact emergency services on her own. Upon ems arrival, a fingerstick bg measured 584 mg/dl. The patient stated that she was unable to recall any additional cgm readings after that time. The patient was transported to the hospital, where additional glucose testing was performed; however, the patient could not recall the results. During hospitalization, the patient reported receiving two bags of intravenous insulin. The patient was discharged on (B)(6) 2026. It was noted that the patient was connected to a tandem t:slim x2 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.